Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, a battery compartment leak, moisture corrosion, and a display failure. This report is made based on results of investigation completed on 01/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the pump battery compartment was observed to be cracked. The threads on the battery cap were stripped and the cap could not secure properly to the pump in order to maintain power. A test cap was used to exercise the pump for 24 hours; a power loss was not observed. Corrosion was observed in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was opened and no further evidence of moisture ingress or damage was found. Additionally, the pump display screen appeared discolored. (B)(6).